Event description:
It was reported that the respiratory rate trend signal was being oversensed on the right atrial (ra) lead channel. There were also pacing impedance jumps observed on the ra lead. The impedance jumps ranged from about 500 to about 900 ohms, which is still within normal range. Programming adjustments were discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.